Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, recurrence, loss of enjoyment of life, inability to participate in usual activities, defective mesh. Post-operative patient treatment included revision surgery, medication, hospitalization, rehabilitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.